Manufacturer narrative:
The device was inspected and the reported complaint has been confirmed. The device was powered on and paired with a pod. The device successfully administered a bolus. When calculating a second bolus, it was noted that when bg readings were inputted in order to calculate the bolus, the bolus amount was incorrect. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient experienced an issue with the dash personal diabetes manager (pdm) bolus calculator. The patient reported that the calculator will give different values based on how it is accessed.